Event description:
The dialysis nurse restarted the continuous renal replacement therapy (crrt) at the pt's bedside. Upon restarting the machine, it was noted that the windows based screen that displays all readings and instructions was not operational. There were some numbers displayed on the control panel. The nurse worked on the machine and then called (B)(4). The dr was called and orders were obtained to return the blood and discontinue therapy for the night. The dialysis nurse returned at that time and assisted the nurse to return the blood and disconnect from the pt.